Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii aortic cuff was implanted during the endovascular treatment of a 53.5mm abdominal aortic aneurysm. The case involved a subrenal aneurysm where the patient had undergone an abdominal artificial blood vessel replacement. It was reported during the index procedure a non-mdt renal stent had been placed in the left renal artery, targeting directly under the proximal right kidney. The endurant ii cuff was successfully placed. During removal of the delivery system the spindle was collected on top of the suprarenal stent as per the procedure, and while applying torque to the entire area, it was pulled back to a position where the spindle would not get caught in the suprarenal-stent. However when an attempt to do dock it became caught in the left leg of the artificial blood vessel and could not be performed. An attempt was made to position it on the proximal side in order to dock it inside the stent graft, but it could not be elevated any further. A further attempt to try to pull it down while applying torque was completed but it was unable to be caught. The outer sheath's proximal end was lowered until there were no differences between the outer sheath and the stent stop; it did not move even though it was raised. The physician elected to transition to a laparotomy. The laparotomy was performed and the delivery system was removed while the artificial blood vessel portion was extended. Touch-up was performed with a reliant balloon under fluoroscopy, and the abdomen was closed after confirming that there were no endoleak or other defects. Per the physician the cause of the removal difficulties was due to patient vessel morphology. It was noted that there was a tortuosity in the left leg of the replaced artificial blood vessel, and the spindle became caught on that part, making it impossible to move the delivery system. No additional clinical sequelae were reported and the patient is fine.